Manufacturer narrative:
The dealer advised that there was no patient involvement; the chair was being moved either up or down some stairs and was unoccupied when the weld broke. The patient weighs 341 pounds, which is below the chair's weight capacity of 450 pounds. The chair's maintenance history is unknown. As far as the dealer knows, the patient did not notice any cracks or signs of impending failure of the weld. At this time, the underlying cause of the broken weld is unconfirmed. A CAPA has been opened to investigate this malfunction. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that the frame of the t422rdap wheelchair broke where the bolt goes through the bottom mount. Pictures were provided showing that the lower axle lug, where the wheel attaches, has broken off the upright rear tube portion of the left side frame at the weld.